Manufacturer narrative:
(B)(4). The device was manufactured december 22, 2015- december 23, 2015. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device due to an untightened blue winged luer cap. A functional leak test was performed after tightening the luer cap and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked approximately 3-5 mls into the overpouch before use. The device contained 4400mg of fluorouracil diluted in dextrose solution. There was no patient involvement. No additional information is available.